Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed the cartridge and infusion set. Reportedly, insulin delivery was resumed. Blood glucose was 156 mg/dl.